Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing. A us distributor reported that a patient was experiencing a "can connection" status.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming testing) was confirmed. Upon investigation the monitor was unable to fire pulses. The cause for the failure was isolated to a defective u6 component on the pca board. The root cause for the defective component could not be positively identified. No adverse event resulted from the damaged monitor. Device evaluation of electrode belt has been completed. The reported problem (can connection status) was due to both latches on the trunk cable connector being broken, creating an insecure connection with the monitor. The root cause for the broken latches was unable to be positively identified. The belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing a "can connection" status.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (can connection status) was due to both latches on the trunk cable connector being broken, creating an insecure connection with the monitor. The root cause for the broken latches was unable to be positively identified. The belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.